Manufacturer narrative:
(B)(4). It was reported that clearlink system y-type blood/solution set had a spike that came out of the tubing after it was primed with a saline solution and after the blood bag was hung. There was no patient involvement. Additional information: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown solution set had a spike that came out of the tubing after it was primed with a saline solution and after the blood bag was hung. It is unknown if there was patient involvement; no injury or medical intervention was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.